Event description:
Additional information indicated that the system continued to exhibit high out of range shock impedance measurement. Boston scientific technical services (ts) discussed lead trending and possible causes. Further investigation indicated that the clinic are closely monitoring the patient given the patient's historical trend of shock impedance measurements. The cause of the observation remains undetermined at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient will continue to be monitored. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of greater than 200 ohms. Additional information indicates that the clinic is presently monitoring the patient and the cause was undetermined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.